Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (last name, street 2, phone#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: evaluation summary: one sample was received for evaluation. Because the sample was received outside its pouch and the pouch was not received, the reported condition could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to open the package, foreign material was found inside the package. The customer reported that there was no patient involvement.